Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to complete the prime test due to faulty force sensor relay. No further tests could be performed due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 300mg/dl. Advised insulin pump would be replaced. No additional information was provided.